Event description:
I was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a vessel dissection occurred. The lesion was located in the extremely calcified left anterior descending (lad) coronary artery. The lesion was pre-dilated with the 12x3.0mm maverick2 balloon. During initial inflation to nominal pressure, the dissection occurred. The dissection was repaired with a 2.5x14 stent of another manufacturer. The patient was asymptomatic during the event. Patient status is listed as "ok."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and it is not possible to confirm how the device may have contributed to the complaint incident. Should further relevant information become available; a supplemental medwatch will be filed.